Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 150ml intravia containers leaked on the side of the dosing port where the collar meets the bag. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a separation of the injection port, indicating a possible leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.